Event description:
It was reported that the atrial thresholds were programmed chronically high after the patient's aortic valve replacement over three years ago. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.